Event description:
The hospital reported an over delivery of pressure in the patient circuit during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limiting was replaced to resolve the issue. No patient information received to date after calls to customer (B)(6) 2022. Legal manufacturer: (B)(4).